Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, the issue was able to be confirmed. The issue was the faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was not heating and the display was not working. There were no reported adverse events.